Event description:
A customer obtained erratic positive total bhcg (tbhcg) result for two patients that resulted in a gestational category that did not match repeat testing. Subsequent testing on a different instrument produced results in a higher gestational category that were reproducible. The erratic results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. A routine system check performed on (B)(4) 2010 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse inspected the instrument and replaced the precision pump seals. The fse performed a diluted test and a diagnostic test; both passed within instrument specifications. On recur, the hardware issue could affect pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Although hardware may have contributed to this event, a clear root cause is unknown.